Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an erratic display. The malfunction did not occur during pt use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. Tse recommended replacement of the graphic user interface (gui) central processing unit (cpu). Covidien was not authorized to service the device.